Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective reagent syringe. The fse replaced the reagent syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of negative direct bilirubin (dbil) patient results on their dxc 700 au chemistry analyzer. The results were not reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer stated the sample were repeated with results considered correct. The customer's target mean is at 0.3 mg/dl, but quality control recovered between 0.2 to 0.4 mg/dl. The customer did not provide patient data or demographics.